Event description:
Block was shaped to metatarsal head and used as a fusion device. Covered implant with a plate, believed to be accumed plat. The implant was removed 9-12 months, unsure of exact time period. Patient had soreness and x-ray showed no fill in of tissue. Surgeon ended up using an autograft from hip.

Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. (B) (4).